Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. It was reported that the patient experienced a skin reaction with inflammation and infection underneath sensor pod area only 2 days after the sensor was inserted in the abdomen. The area was prepared with unspecified skin prep/barrier before placing the sensor on the body and prescription oral medication bactrim prescribed by the doctor after. The patient was also reportedly given ointment. At the time of the report, the patient was fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(6) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e2010 needle stick/puncture.